Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The location of detachment was close to the site. The infusion set was in use for 2 days. The patient was sitting at the time of the event. The patient faced this issue with 3 infusion sets. No further information available.